Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had a loose cable. The procedure was completed with no reported injury.